Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, inside of kit smells moldy- horrible smell coming from inside kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an abnormal smell originating from the kit is inconclusive due to the state of the returned sample. The product returned for evaluation was one 5fr dl powerpicc catheter kit. The kit shipper box was not returned. A gross visual inspection of the returned unit found that the kit was opened and no obvious use residues were present. The kit was unpackaged and inspected. The csr wrap bundle with the kit tray was not present and had not been returned. No abnormal odor was perceived when unpacking the kit. Additionally, no damage to the components or features which could result in an abnormal odor (i.e., perishable foreign material) were observed. As a portion of the kit contents were not returned and therefore could not be evaluated, no further conclusions could be drawn.